Event description:
It was reported that the procedure was cancelled and the patient was prepped and under anesthesia.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was cancelled and the patient was prepped and under anesthesia.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no/delayed/incorrect button response. Probable root cause: tear/cut in cable, separation between connector strain relief and cable jacket, button board, button domes, keypad skeleton / retainer, no power to camera head, ccu, hall sensor malfunction, i2c communication malfunction, button programming, software, leaking camera head / cable, ch flash memory, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge , cybersecurity attack, use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.